Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a cardiac catheterization procedure. Reportedly, while tightening the knot the rail suture limb broke. Proglide was abandoned and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The suture was not returned; therefore, the reported suture break could not be tested/confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information received, there is no indication of a product quality issue with respect to manufacture, design or labeling.